Event description:
A philips application specialist reported that the manual has a possible formula error on the lumen measurements. For calculating the difference between lesion point and reference point in percent, the manual says "difference = (reference-lesion)/lesion" while it should be "(reference-lesion)/reference."

Manufacturer narrative:
Note: we have not completed our investigation of this event. At this time. We will file a follow-up MDR at the completion of the investigation. (B)(4). Initial MDR mailed on (B)(4) 2012.